Event description:
New information revealed that the patient was stable following the procedure. The device had not entered backup mode and was explanted solely due to eri.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted due to entering backup mode. The device was at the elective replacement indicator at the time of explant.

Manufacturer narrative:
Analysis was normal. No anomalies were found.